Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a calcified native valve, the valve was implanted at 5-6mm on the non-coronary cusp (ncc) and left coronary cusp. Severe paravalvular leak (pvl) was noted between the ncc and right coronary cusp. A post-balloon aortic valvuloplasty (bav) was performed resulting in mild-moderate pvl. A second bav was performed resulting in mild-moderate central regurgitation and valve frame distortion. Subsequently, a non-medtronic valve was implanted valve-in-valve. No adverse patient effects were reported.